Manufacturer narrative:
Retroactive audit of complaint files determined filing.

Event description:
Resistance was encountered when trying to make the sharp bend into the at. The physician over rotated the device a full two rotations and as the device was removed from the patient wire wrap was noticed around the shaft. Rather than torquing the device in the opposite direction, the physician decided to pull the device out of the body. The catheter was missing the nosecone. The physician was able to retrieve the tip without further complications. No patient complications.